Event description:
In 2009, a doctor reported to sybron implant solutions that a pitt easy implant abutment had fractured.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor will replace the fractured abutment with a new abutment. The product was returned to sybron implant solutions for evaluation. Visual examination of the returned product indicated that the cause of the abutment fracture was overloading by super structure. This is the final report.